Manufacturer narrative:
Product event summary: analysis found that the output connector assembly was broken. It was also found that the main printed circuit board (pcb), encoder switch assembly, and knobs were contaminated. Additionally, the display wires were pinched but the insulation was not compromised. The lock button on the keypad was also found to be soft. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.